Event description:
Review of information indicates high rv pacing impedance and right ventricular oversensing noted. It was further reported that there was increased threshold, noise, and that the patient received four inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
Product event summary:a proximal portion was received measuring 50.2 cm. A distal portion was received measuring 50.2 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo, the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.